Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service representative replaced the sensor cable. He also performed activities related to the loose screw issue. He performed the calibration and self tests, and all functions met specifications. (B)(4).

Event description:
The customer reported that the image had black bars and the unit displayed a "read image error". It is possible that the image was retaken, resulting in unintended radiation exposure.